Event description:
Pt noted "fluttering" in chest while using magnetic stimulator- cervical-stim model #2505 has implanted av sequential pacemaker for bradycardia. After use, went shopping and passed out. Dates of use: twelve days in 2007. Event abated after use stopped: yes.